Manufacturer narrative:
H6: clinical signs and health impact updated.

Event description:
Additional information received .the event happened while it was on a patient. Unknown date of event. No report of patient harm or injury.

Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Functional testing confirmed the customer?s complaint. Continuous flow was present as soon as the device was powered on. The cause for this event was the input manifold assembly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The product is beyond a year from manufacture date, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com. D.4. Full UDI number:(B)(4).

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the ventilator was not giving breaths. It would blow the air in, and would not let the air back out. Patient involvement unknown.